Manufacturer narrative:
The complaint sample was received incomplete at viant (no removable nose) for evaluation and the reported event was confirmed. The ratchet would come loose when impacted on the impaction plate as intended. The weld adjoining the offset cup impactor (oci) body and ratchet housing was fractured all around and there were several deformities observed on the ratchet housing, as well as in the surrounding area of the ratchet assembly, which are inconsistent with intended use. There were many signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were gouges inconsistent with intended use observed throughout the oci body, particularly near long latch plate pins on top of the oci body, the opening where the chain is attached to the oci body and minimally on the metal handle; six (6) of the eight (8) fork/pin welds on the cardan joints were fractured but the joints appeared functional; the returned complaint sample was etched per applicable drawings. Review of production records did not reveal any discrepancies. The event is attributed to wear and unintended use. No further investigation is required. Event notification was received 14-oct-2019 which did not meet reportability requirements at the time with the information available. However, the device was received 12-nov-2019 which contained a fracture and met the viant reporting requirements. Report source: reported by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that when the cup inserter was struck with the mallet the ratchet would click open more and more. There was a five minute surgical delay, but no adverse events nor patient consequence were reported as a result of the malfunction.